Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for peritonitis. The same day as onset of the peritonitis, the patient began treatment with intravenous injection of vancomycin (1 gram continue 5th day a day for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient outcome was unknown and vancomycin treatment was ongoing. No additional information is available.